Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with elevated lactate dehydrogenase (ldh) with suspected pump thrombus on (B)(6) 2018. A ramp echocardiogram and right heart catheterization were performed, which showed neutral septum and demonstrated increased lvad device function with increasing speeds. The ldh peaked at 1325 u/l, and decreased to 254 u/l on bivalirudin and heparin. Pump parameters normalized. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 1 year, 1 month. Manufacturer's investigation conclusion: no product was returned for evaluation. The report of suspected thrombus could not be confirmed. Additionally, a direct correlation between the device and the reported elevated lactate dehydrogenase could not be conclusively established through this evaluation. Evaluation of the submitted log file appeared to show the system operating as intended. The submitted log file showed that pump power, estimated flow, and average pi remained stable throughout the log file. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The patient remains ongoing on vad support with no further related issues reported. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.